Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the distal tip from ria (reamer irrigator aspirator system) drive shaft was broken. It was detected during the control of the loan case. This report is for 1 of 1 complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: our investigation shows that the device is broken off at the shaft. The broken fragments are not available for investigation. The device shows wear and tear and scratches on the surface. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The fracture surface is homogenous what indicates material conformity. Based on the received information we cannot determine the exactly root cause. It is likely that the breakage was caused due to a mechanical overloading situation. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.